Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (unknown) (400 mcg/ml at 120.08 mcg/day) and fentanyl (2000 mcg/ml at 600.4 mcg/day) via an implantable pump for unknown indications for use. It was reported that since implant the pump had been twisting and turning and trying to push through the skin, making it very uncomfortable and causing pain. It was also reported the new doctor was thinking about doing a revision, but due to the chance of infection he would probably want to replace the pump. It was noted the doctor said the surgeon missed the pocket or didn't attach the pump to the pocket correctly.